Event description:
Caller alleged discrepant (accuracy) and precision results. Comparison of inratio, and inratio 2 test compared with lab. Results as follows: date: (B)(6) 2009, inratio: 2.0, inratio_2: 0.9, doctor_meter: 0.9. Date: (B)(6) 2009, lab: 0.8.

Manufacturer narrative:
Values were not evaluated because of misuse-per tech-service, pt is on lovenox. Lovenox is a class of antithrombotic agents known as low-molecular-weight heparins (lmwh). This test should not be used for pts on heparin therapy. Meter was returned 20-may-2009. Meter parameter file was uploaded from uut and saved to pc. Meter functional testing was performed and meter passed. No deficiencies found. Summary: user claims discrepant accuracy and precision results. Revealed user on lovenox. User reported results not suitable for comparison; product misuse. Inratio meter should not be used if user is on heparin. Root cause lovenox. Time elapsed between results not indicated. Meter functional test performed and passed. Meter deficiency not established. No further investigation required. No corrective action is required as no product deficiency was established.